Event description:
It was reported the system cine operation was not working and was hanging up during playback. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and the cine bridge board were replaced during the service call. The system was tested and found to be working as intended and put back into service.